Event description:
During an MRI-assisted stent and coil procedure for treatment of a left carotid aneursym; upon withdrawal of the stent, the stent deployed without intent. (*due to patient's angle of the carotid anatomy, physician was unable to deploy stent.) The physician was unaware the stent had deployed until this was verified via radiology post-procedure. Patient suffered transient weakness of right arm and leg that resolved with tissue plasminogen activator (tpa).